Event description:
It was reported via repair work order that the scale reading fluctuated due to load cell malfunction and cpu malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.